Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Diabetes case manager reported hospitalization due to high blood glucose. The current blood glucose reading is 130 mg/dl. Customer was admitted because he was unable to get the blood glucose levels under control. Hospital is treating with IV drip for dehydration and manual injections. Nothing further reported.